Event description:
It was reported that the device's touch screen was damaged and unresponsive. There was no patient involvement reported.

Manufacturer narrative:
A zoll field service engineer (fse) visited the customer site to evaluate the device. The reported issue was confirmed during evaluation. The observed damage was inconsistent with normal wear and tear and is indicative of mishandling by the user. The touch screen was replaced to resolve the reported malfunction. G4. PMA / 510(k) # - the device is a similar device marketed in foreign countries and is not marketed under the 510k.